Event description:
It was reported that there was an over infusion of insulin. A premixed bag of insulin 100units/100ml infused within 1 hour, which was unexpectedly quickly. The hospital pharmacist indicated the patient experienced "some hypoglycemia & resultant observation...dose tolerated and no extended negative outcome." The hospital reviewed the event and determined that when programming the ""wildcard" option was selected (instead of choosing the defined premixed 100unit/100ml). The next screen asks for definition of the wildcard. After that, follows the actual dosing screen. We believe the user did not realize there was an additional data screen and entered the dosing information (provided by the glucommander program) which defined the concentration as 6.4units /250ml and proceeded to do it again on the dosing screen. The concentration limit "soft" stop minimum did alert but permitted the override choice." The pharmacist indicated "in a new dataset release last week, we elected to remove the wildcard option (as opposed to changing the concentration minimum to a hard stop), systemwide all pumps have been updated to reflect this change. " there was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported insulin over infusion could not be confirmed or replicated due the suspect devices were not received for this investigation. A review of the logs could not be performed. The suspect pcu or the pcu logs were not provided. The customer provided an ¿all infusion detail report¿ for the reported event date and time. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Based on the all-infusion detail report provided, an insulin infusion was started on (B)(6) 2025; at 3:03 pm (15:03) with the following parameters: drug amount: 6.8 units, diluent volume: 250 ml, rate: 250 ml/hr, volume to be infused (vtbi): 250 ml at 3:04 pm pump alarmed patient side occlusion nine (9) seconds, then infusion was restarted. At 3:24 pm infusion was stopped with a volume infused of 82.4 ml. Inspection and laboratory testing could not be performed, the incident devices were not received for this investigation. Per the bd alaris user manual version 9.33, the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. Read all instructions, for both the infusion modules and pc unit, before using the alaris system. Root cause: the probable cause of an insulin over infusion was unable to be determined, no devices were returned for this investigation, and no additional event information was provided. The customer confirmed that they identified the issue was about a programming error. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2).

Event description:
It was reported that there was an over infusion of insulin. A premixed bag of insulin 100units/100ml infused within 1 hour, which was unexpectedly quickly. The hospital pharmacist indicated the patient experienced "some hypoglycemia & resultant observation...dose tolerated and no extended negative outcome.". The hospital reviewed the event and determined that when programming the ""wildcard" option was selected (instead of choosing the defined premixed 100unit/100ml). The next screen asks for definition of the wildcard. After that, follows the actual dosing screen. We believe the user did not realize there was an additional data screen and entered the dosing information (provided by the glucommander program) which defined the concentration as 6.4units /250ml and proceeded to do it again on the dosing screen. The concentration limit "soft" stop minimum did alert but permitted the override choice.". The pharmacist indicated "in a new dataset release last week, we elected to remove the wildcard option (as opposed to changing the concentration minimum to a hard stop), systemwide all pumps have been updated to reflect this change. ". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.